Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the ilet bionic pancreas would not power on or accept charge despite attempts with different outlets and charging cords, and a replacement ilet and charging pad were issued while the original unit¿s return was pending. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected and no hypoglycemia or hyperglycemia. Outcomes included no need for medical intervention and no hospitalization. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.